Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted completely in the beginning of 2016 however, the customer began using the pump in (B)(6) of 2016. Review of pump data was unable to confirm that the pump battery depleted fully. There was no reported impact to the customer's blood glucose level. Reportedly the customer will continue to use the pump for insulin therapy.